Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable phny2 phenytoin results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was reported outside the laboratory. The doctor questioned the initial result due to the patient being previously treated with the drug. On (B)(6) 2020 and at 16:55, the patient¿s initial phenytoin result was 0.8 ug/ml with a data flag. On (B)(6) 2020 and at 16:06, the patient¿s repeat phenytoin result was 11.4 ug/ml. The customer determined the repeat result was correct. The phenytoin reagent lot number was 453014 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced various parts and performed system adjustments and checks. He performed precision testing with ok results. The investigation determined the service actions resolved the issue.